Event description:
It was reported that an alert posted to the latitude website regarding this pacemaker device exhibiting oversensing of noise, with loss of capture, and right ventricular (rv) pacing impedance (greater than 3,000 ohms) which led to a lead safety switch. The patient was brought into the clinic for additional testing. High capture thresholds (5mv@ 0.4ms) where observed in bipolar configuration (0.7mv@0.4ms in unipolar configuration). During provocative maneuvers noise was reproduced. The physician suspects there to be a connection issue or lead breakage. The patient will be scheduled for a system replacement in the near future. At this time, the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.